Event description:
It was reported from follow-up conducted with the manufacturer¿s representative that the patient had an infection and no further information was available. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, lead, implanted: (B)(6) 2006; 419688, lead, implanted: (B)(6) 2010; 5092-58, lead, implanted: (B)(6) 2004. (B)(4).